Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer stated they wore the insulin pump into the swimming pool. Customer's blood glucose was unknown. The customer stated fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. Also the motor and vibrator motor were found with moisture damage. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.